Manufacturer narrative:
The remote engineer determined that the hospital sought a third-party to repair the monitor motherboard, and the equipment resumed normal operation.

Event description:
Philips received a complaint on the avalon fm20 fetal monitor indicating that there was no sound and no image. The device was in clinical use on a patient at the time of the event. No adverse event was reported.